Event description:
It was reported while testing with bd totalys slideprep, there were green particles noted on the slide. There was contamination noted in the di water bottle and possibly the tubing. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: the complaint alleges green particles on their slides (catalog number 491346, serial number (B)(6). Based on service investigation, the 4 blocks on the rail, all of the syringes and valves and all of the reagent station have been replaced. All replaced parts ran bleach solution through flushed tested no more contamination. Complaint is confirmed and root cause attributed to contamination on di bottle. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaint for similar root cause attributes. Samples were not received by quality for investigation and thus, returned material investigation could not occur. The images supply by the customer confirmed the green particles existence. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while testing with bd totalys slideprep, there were green particles noted on the slide. There was contamination noted in the di water bottle and possibly the tubing. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.